Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic pain/pain chronic pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." And device ineffective "device ineffective". The patient's medical history included ovarian cancer. Concurrent conditions included irregular periods, depressive disorder, congenital ectodermal dysplasia, vulvovaginitis, morbid obesity and generalized anxiety disorder. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), abortion spontaneous ("miscarriage"), depression ("hormonal changes describe: depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia apareunia (inability to have sexual intercourse)"), rash ("rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), uterovaginal prolapse ("uterine descensus"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ("ovarian cyst"), visual impairment ("vision/eye problems"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"), was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower was resolving, the abortion spontaneous, ovarian cyst, visual impairment and dyspareunia outcome was unknown and the depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, weight increased, alopecia, uterovaginal prolapse, dysmenorrhoea and vaginal discharge had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient sought medical attention multiple times for her symptoms from her physicians. Since her removal surgery, patient's symptoms have mostly resolved, though one remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Most recent follow-up information incorporated above includes: on 2-jan-2020: this is retention case. All the information has been transferred from deletion case (B)(4). References , reporters information and events: pregnancy, miscarriage, device ineffective, depression, abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), rashes, bladder disorder, urinary disorder, migraines, headaches, nausea, dental problems, fatigue, weight gain, hair loss, uterine descensus, vaginal discharge, dyspareunia (painful sexual intercourse), dysmenorrhea, ovarian cyst, plaintiff did not underwent essure confirmation test, vision/eye problems were added. Event verbatim :pain/pain chronic pelvic pain pelvic pain female were updated .medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic pain/pain chronic pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." And device ineffective "device ineffective". The patient's medical history included ovarian cancer. Concurrent conditions included irregular periods, depressive disorder, congenital ectodermal dysplasia, vulvovaginitis, morbid obesity, generalized anxiety disorder and uterine prolapse. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("irregular bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), abortion spontaneous ("miscarriage"), depression ("hormonal changes describe: depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia apareunia (inability to have sexual intercourse)"), rash ("rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), uterovaginal prolapse ("uterine descensus"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ("ovarian cyst"), visual impairment ("vision/eye problems"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and infection ("infection"), was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower was resolving, the abortion spontaneous, ovarian cyst, visual impairment, dyspareunia and infection outcome was unknown and the depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, weight increased, alopecia, uterovaginal prolapse, dysmenorrhoea and vaginal discharge had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient sought medical attention multiple times for her symptoms from her physicians. Since her removal surgery, patient's symptoms have mostly resolved, though one remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, ovarian cyst, menorrhagia, headache,vaginal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received event infection was added. Date of removal was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic pain/pain chronic pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." And device ineffective "device ineffective". The patient's medical history included ovarian cancer. Concurrent conditions included irregular periods, depressive disorder, congenital ectodermal dysplasia, vulvovaginitis, morbid obesity and generalized anxiety disorder. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), abortion spontaneous ("miscarriage"), depression ("hormonal changes describe: depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia apareunia (inability to have sexual intercourse)"), rash ("rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), uterovaginal prolapse ("uterine descensus"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ("ovarian cyst"), visual impairment ("vision/eye problems"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"), was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower was resolving, the abortion spontaneous, ovarian cyst, visual impairment and dyspareunia outcome was unknown and the depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, weight increased, alopecia, uterovaginal prolapse, dysmenorrhoea and vaginal discharge had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient sought medical attention multiple times for her symptoms from her physicians. Since her removal surgery, patient's symptoms have mostly resolved, though one remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: quality-safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain/ pain/ chronic pelvic pain") in a 25 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and device monitoring procedure not performed ("plaintiff did not undergo essure confirmation test"). The patient had a medical history of augmentation mammoplasty in 2015. The patient had a family history of ovarian cancer (mother and sister). Concurrent conditions were listed as hypertension (treated with hydrochlorothiazide/ microzide 12.5 mg), uterine prolapse, generalized anxiety disorder (treated with paroxetine/ paxit 20 mg daily), obesity, vulvovaginitis, congenital ectodermal dysplasia, depressive disorder and irregular periods. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), abdominal pain ("severe abdominal pain") and abdominal pain lower ("abdominal cramping"). An unknown time she experienced genital haemorrhage ("irregular bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage"), heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), headache ("headaches"), migraine ("migraines"), ovarian cyst ("ovarian cyst"), uterovaginal prolapse ("uterine descensus"), infection ("infection"), depression ("depression"), female sexual dysfunction ("apareunia apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss") and visual impairment ("vision/eye problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower and genital haemorrhage were resolving and the heavy menstrual bleeding, vaginal haemorrhage, rash, dysmenorrhoea, vaginal discharge, headache, migraine, uterovaginal prolapse, depression, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, tooth disorder, fatigue, weight increased and alopecia had not resolved. The outcomes for abortion spontaneous, dyspareunia, ovarian cyst, infection and visual impairment were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, infection, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure administration. The reporter commented: patient sought medical attention multiple times for her symptoms from her physicians. More than one essure related surgery (2015) (not specified). Since her removal surgery, patient's symptoms have mostly resolved, though one remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.907 kg/sqm. [Pathology test] on (B)(6) 2016: gross examination: "uterus and cervix - bilateral fallopian tubes and ovaries": combined weight is 166 grams. Serosal surfaces are pink and smooth, with clamp marks posteriorly. The two uterine tubes are intact, length at 10 cm on right, 7 cm on the left. Attachments to the ovaries are delicate. The right ovary measures 3 x 2.5 x 2 cm, and the left ovary measures 2.5 x 1.5 x 1.5 cm. Sectioning through the right ovary includes a 1.5 cm cyst with gelatinous center, surrounded by a convoluted bright orange rim. The left ovary has occasional, 3 to 4 mm fluid filled cysts in the cortex. The corpus is symmetric, it measures 7 x 5 x 4 cm. Opening shows a 5 cm uterine cavity, width 2.5 cm. The endometrium is velvety, pink, 5 mm thickness. The myometrium is pink and soft, thickness of 2.2 cm, without obvious lesions. Cervical length is 4.5 cm, diameter is 4.5 cm also. There is a 1 cm portion of vaginal mucosa posteriorly. The ectocervix is white, very red and granular anteriorly. Microscopic examination: bilateral uterine tubes with congestion, non-specific, bilateral ovaries include cystic follicles, corpora albicantia and corpora lutea with central organizing hemorrhage. The corpus is lined by secretory endometrium. Cervix: acute and chronic cervicitis, erosion, reactive epithelial changes consistent with clinical prolapse quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-jul-2023: quality safety evaluation of ptc. Upon internal review, pathology results added and explantation date amended from (B)(6) 2016 to (B)(6) 2016. Surgery was specified to laparoscopic hysterectomy with bilateral salpingo-oophorectomy. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain/pelvic pain/pain chronic pelvic pain") in a 25 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and device monitoring procedure not performed ("plaintiff did not underwent essure confirmation test."). The patient had a medical history of ovarian cancer. Concurrent conditions were listed as uterine prolapse, generalized anxiety disorder, morbid obesity, vulvovaginitis, congenital ectodermal dysplasia, depressive disorder and irregular periods. On (B)(6) 2013, the patient had essure inserted. At an unknown time she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), genital haemorrhage ("irregular bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage"), depression ("hormonal changes describe: depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), female sexual dysfunction ("apareunia apareunia (inability to have sexual intercourse)"), rash ("rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), uterovaginal prolapse ("uterine descensus"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ("ovarian cyst"), visual impairment ("vision/eye problems"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and infection ("infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower were resolving and the depression, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, weight increased, alopecia, uterovaginal prolapse, dysmenorrhoea and vaginal discharge had not resolved. The outcomes for abortion spontaneous, ovarian cyst, visual impairment, dyspareunia and infection were unknown. Essure was removed on (B)(6) 2016. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, infection, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder, uterovaginal prolapse, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure administration. The reporter commented: patient sought medical attention multiple times for her symptoms from her physicians. Since her removal surgery, patient's symptoms have mostly resolved, though one remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.791 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, ovarian cyst, menorrhagia, headache,vaginal bleeding. Quality-safety evaluation of ptc: for essure: quality-safety evaluation of ptc. The most recent follow-up information incorporated above includes data received on: 06-oct-2020: pif received event infection was added. Date of removal was updated. 17-jul-2023: aka name added. Reporter other hcp added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and abdominal pain lower ("abdominal cramping"). The patient was treated with surgery (underwent hysterectomy procedure to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient sought medical attention multiple times for her symptoms from her physicians. Since her removal surgery, patient's symptoms have mostly resolved, though one remain. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.